Manufacturer narrative:
The customer's meter was returned and the complaint was not confirmed. All results were within the range specification and no errors or new issues were observed during control solution testing. According to the internal memory log of the meter, the reading the customer gave could not be found.

Event description:
The customer's wife reported that her husband had a readings issue with their freestyle freedom meter. The customer was not able to wake up from his nap, so his wife called the paramedics. The customer was treated with intravenous fluids and was not transported to a health care facility. There was no report of death or permanent impairment.